Event description:
It was reported that during an unknown procedure, the problem did not occur because of punch; the problem occured because of applicator which helps punch to fix tissue. Since tip of the applicator combined, it did not close with the same distance and ratio. It caused crossing. "Bleeding has been stopped difficulty." Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: during what kind of procedure was the device used? Lima removing. Which firing did this occur on? Unknown. Did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? Yes. Did the procedure drive the need to apply torque or twisting of the device? No. What vessel was the device fired on? Please specify the size of the vessel? Vascular vessel were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? Yes. Was there a recent conversion to ees devices in this account or with this surgeon? Yes. What were the patient¿s pre-existing conditions? Normal. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. Since there was bleeding: how much blood did the patient lost? Was a transfusion. Required? Little amount of bleeding. No need for transfusion. Please provide the patient¿s sex, age and weight. Unknown. Was the patient post-op care changed due to the repair of the vessel? No. Is the patient expected to have a full recovery? Yes. What is the current status of the patient? In good condiiton. Is there any other additional information you would like to share about this device, procedure, patient or physician? No. Was bleeding controlled during procedure? Yes. If so, how was bleeding controlled? By polymer ligaclip.

Manufacturer narrative:
(B)(4). The device was returned and determined not to be an ethicon endo device. This report has been voided.